Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and the lynx suprapubic mid-urethral sling system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, vaginal vault prolapse, sui; concurrent procedures: vaginal vault suspension, posterior repair, cystoscopy, ureteral reflux. It was reported that patient underwent a cystoscopy and cystogram on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2016. No additional information was provided.